Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was inaccurate high. On (B)(6) 2012, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that the product issue began approximately during (B)(6) 2011 (exact date and time unknown), when she obtained a reading of "130mg/dl" with the subject meter. The patient reported that she manages her diabetes with insulin (self adjustment). The patient advised that approximately 2 hours later she became "sweaty" (which she associated with a low blood glucose) so she checked her meter again and obtained a meter reading of "37mg/dl". The patient reported that she received self- treatment of food and drink due to the product issue and that she felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca reported that the subject meter was not coded correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Should be marked as adverse event and should be checked marked as life threatening and required intervention. Products still have not been returned. Patient indicated in the initial report of misuse of the product, or an off label use of product contrary to instructions for use. No product analysis required. A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot.